Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 5 devices were received for evaluation; 4 events were confirmed during testing. 4 devices were found to be broken; 2 of these devices were found to have evidence of the blade coming into contact with hard bone or a metal object. 1 device evaluation is in progress. 3 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device broke. 8 events had patient involvement; no patient impact. 7 events were known to have occurred during cranial procedures.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; two events were confirmed during testing. Two devices were found to be broken; 1 of these devices was found to have evidence of the blade coming into contact with hard bone or a metal object. One device was found to have a variation in flute geometry. Three devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. One of 8 devices were in scope of (B)(4). There were no remedial actions taken for 7 devices. This device is labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device broke. Eight events had patient involvement; no patient impact. Seven events were known to have occurred during cranial procedures.